Event description:
Report received of a loose connection; subsequently, radioactive isotope leaked. Reportedly, the extension set was connected to the pt's venous access device. An unspecified radioisotope was injected by syringe into the clave connection. Reportedly, the male connection of the extension set became loose and radioisotope "dribbled" onto the pt, the treadmill and the floor. The procedure was stopped and rescheduled due to the room requiring decontamination. There were no adverse effects to the pt or the clinician.